Event description:
It was reported that the implantable neurostimulator battery depleted prematurely. It lasted 'only 1 year.' No stimulation parameters were reported. The pt's status after device removal was reported as 'recovered without sequela'.

Manufacturer narrative:
The implantable neurostimulator was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.